Event description:
It was reported that the patient had no stimulation sensation. It was stated stimulation quit about 1 month prior. A week prior to stimulation quitting, the patient was plugging in a lamp and was shocked by the plug. The patient inquired if that could cause his stimulator to quit. It was working after the shock, but it quit the next morning. The patient stated he was ¿not the best¿ at recharging as he was on the road all the time. The patient stated his device could have run out of battery. An over-discharge (od) was suspected. The last recharge session was 1-2 months prior to the report and the patient had not been able to connect to his charger in that time. The patient had contacted his physician, but was directed to contact a company representative for a restart. The patient needed to always use some oral pain medications. The patient had been using them ¿like candy¿ in the prior 6 weeks. The stimulator helped the patient mask his pain at night so that he can start his day feeling recharged and ready to deal with the pain. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).